Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. Unable to verify for the unexpected restart alarm anomaly or perform the excessive no delivery test due to no act button response. The device had a scratched lcd window, cracked reservoir tube lip, broken battery tube threads, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was 132 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.